Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced three infusion set dislodgement events on 29-sep-2024. Patient reported the site feeling loose once applied onto the skin. The set was in use for less than a day. Blood glucose levels were reported to be between 150-200 mg/dl during the event. Patient took correction injection via multi daily injections, replaced infusion set and resumed insulin deliveries successfully. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4) - device 2 of 3.